Manufacturer narrative:
(B)(4). Concomitant medical products: hip-other-cups-unk; hip-other-liners-unk; hip-other-heads-unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07941 0001825034-2018-07942, 0001825034-2018-07943.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with pain and discomfort approximately seven months post-op. X-rays were suspicious for radiolucent line around the femoral component and sedimentation rate was elevated. Aspiration revealed no growth. Subsequently, the patient was revised approximately seven months post operative, due to aseptic loosening of the femoral component. Intraoperative cultures revealed anaerobic rare viridans strep-susceptability to follow, rare anaerobic gram positive rod. During the revision, heterotopic ossification around the femur was noted. The femoral stem, head, and poly liner were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of report.